Event description:
The customer reported that during daily testing of the device, the shock was not delivered. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.